Manufacturer narrative:
Section a3a: patient gender was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that log files were submitted for review. The log file captured a loss of power to the mobile power unit (mpu). The system continued to operate at the set speed and was supported by the system controller¿s emergency backup battery (ebb) until external power was restored. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log files. The submitted log file captured power cable disconnect, low voltage hazard, and no external power alarms on (B)(6) 2002 per timestamp while connected to the mobile power unit (mpu) due to the relative state of charge (rsoc) voltage on both power cables fluctuating below the alarm thresholds. The alarms resolved when the power cables were connected to 14v battery power. The backup battery supported the system without issue during this event. The alarms did not impact the controller¿s ability to support the pump. Multiple attempts were made to obtain additional information regarding the serial number of the mpu, if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose from the wall outlet or the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu was exchanged and if the mpu will return; however, no additional information has been provided and to date, no product has been returned for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit (mpu) not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot power cable disconnect, low voltage hazard, and no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.